Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had five occurrences of system error 322 in its event history log. The pump came from the micu in the hospital. It was also reported that there was no patient injury.